Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('nickel allergy'), endometrial ablation ('ablation') and oophorectomy ('oophorectomy') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) and underwent endometrial ablation (seriousness criteria medically significant and intervention required) and oophorectomy (seriousness criterion medically significant). The patient was treated with surgery (ablation on, (B)(6) 2013 and bilateral salpingectomy scheduled). Essure was removed on (B)(6) 2020. At the time of the report, the allergy to metals, endometrial ablation and oophorectomy outcome was unknown. The reporter considered allergy to metals, endometrial ablation and oophorectomy to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('nickel allergy'), endometrial ablation ('ablation') and oophorectomy ('oophorectomy') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) and underwent endometrial ablation (seriousness criteria medically significant and intervention required) and oophorectomy (seriousness criterion medically significant). The patient was treated with surgery (ablation on, (B)(6) 2013 and bilateral salpingectomy scheduled). Essure was removed on (B)(6) 2020. At the time of the report, the allergy to metals, endometrial ablation and oophorectomy outcome was unknown. The reporter considered allergy to metals, endometrial ablation and oophorectomy to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.